Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If further pertinent information becomes available a supplemental report will be submitted.

Event description:
Medtronic received information that approximately eleven months post implant of this bioprosthetic valve, the valve was explanted and replaced for unknown reasons. No additional adverse patient effects were reported.